Event description:
It was reported that the patient developed blisters on the left scapula area accompanied by itching following the procedure. The patient was referred to home health and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: rfa-electrodes-reusable. Upn: csk-tc10/tcn-10/csk-tc10. Model: csk-tc10/tcn-10/csk-tc10. Batch: 28882317/29033185/22941823.